Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the ventricular channel. The noise can not be recreated and all lead measurements are stable. Reprogramming the device to least sensitive appeared to resolve the oversensing. Guidant received additional information that the oversensing resumed and resulted in pacing inhibition.